Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient presented on (B)(6) 2019 for procedure and the device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.